Manufacturer narrative:
The catheter was received in a broken shipping tube and damaged triangular fed-ex box that did not appear to be the original box the catheter was shipped in. The evaluation included visual examination, and noted any observed abnormalities such as damaged, incorrect or missing components. The clear blue adaptor was found broken at the white tube. The shrink seals were still attached, one at the clear blue adaptor cap and the other around the IFU. The damaged shipping tube appears to be due to something occurring during the shipping of the product. The catheter body tube appears to be in good condition although sterility has been compromised. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that two catheters were received and one was damaged. The shipping tube was separated at the top (adaptor). The IFU was still intact. The catheter was not used and no injury was reported.